Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 lvas (left ventricular assist system) and the reported events cannot be conclusively determined through this evaluation. The serial numbers or other identifying information of the products was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system instructions for use is currently available and contains the following information: section 1 outlines potential adverse events, including respiratory failure, cardiac arrhythmia, bleeding, and stroke, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This section provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿mortality and morbidity burden of covid-19 infection in left ventricular assist device patients¿ that heartmate 3 (hm3) may be associated with respiratory failure, arrhythmia, bleeding, stroke, and death. This retrospective cohort study evaluated outcomes of covid-19 infection in patients implanted with left ventricular assist devices (lvads). A total of (B)(4) patients implanted with an lvad were screen for covid-19 between 0(B)(6) 2019 and (B)(6) 2022. 68 events of covid-19 infection were identified among 64 patients; 3 patients were noted to test positive for covid-19 twice, and these were counted as separate events. Of these 64 patients, 55 were implanted with hm3. 12 heartmate ii and 4 hvad patients were also included in the analysis results. Results revealed 6 hm3 patients passed away while infected with covid-19. Results also reported several outcomes while patients were infected with covid-19; outcomes were not broken down by lvad type. 5 patients were intubated and 6 patients developed chronic hypoxic respiratory failure that required outpatient supplemental oxygen. 4 patients experienced ventricular tachycardia, and 3 patients experienced implanted cardioverter defibrillation shocks. 9 patients experienced epistaxis or gastrointestinal (gi) bleeding within one month of testing positive for covid-19. 3 patients had a stroke. This event was originally reported under MFR. Report # 2916596-2023-03725. Serious injuries are captured under this report and death is captured under MFR. Report # 2916596-2023-03725.